Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s father reported via phone call that they called an ambulance which took them to an emergency room. Customer stated that their blood glucose level was range of 40 mg/dl and other blood glucose level was 44 mg/dl. Customer was treated with food for the low blood glucose level. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer was using auto mode at the time of low blood glucose event. Customer declined troubleshooting for low blood glucose level. The insulin pump will not be returned for analysis.